Manufacturer narrative:
The cec adjudicated non q wave mi (target vessel) mdt extended hist reinfarction post pci as an event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec re adjudicated mi in the rca and cx as no event. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted. One in the distal cx and one in the mid rca. Approximately 3 months post index procedure the patient suffered from heart failure and passed away. The death was a non sudden cardiac death. The investigator reported that the event is not related to the index device.

Manufacturer narrative:
The patient was treated with medication to treat heart failure. The cause of death is listed as chf, pulmonary edema, atrial fib and cad. Cec adjudicated the death event as cardiac death. Cec also adjudicated stent thrombosis as no event and non q wave mi (target vessel) mdt extended historical reinfarction post pci as no event. If information is provided in the future, a supplemental report will be issued.